Manufacturer narrative:
(B)(4).

Event description:
An additional review of the reported information noted that the dissection which was caused by the non-abbott stent was treated by placement of the 2.5 x 38 mm non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Date of event has been estimated.

Event description:
The procedure was to treat a lesion located in the right coronary artery. The balance middleweight guide wire was across the lesion. Difficulty was experienced getting the stent delivery system down to the lesion. Sometime during the procedure the guide wire separated at the hypotube area. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: euphora 2.5 x 12 mm, trek 2.5 x 12 mm. Guide catheter: 6fr art 3.5, hockeystick, ar2, al0.75. Stent: 2.5 x 18 mm resolute. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the separation to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery (rca) that was 80-90% stenosed. The balance middleweight (bmw) guide wire was successfully placed across the lesion. Pre-dilatation was performed with a 2.5 x 12 mm balloon catheter and a 2.5 x 18 mm non-abbott stent delivery system (sds) was attempted to be advanced, but it would not pass into the rca. The same 2.5 x 12 balloon catheter was advanced again; however, could not be advanced into the rca. When the balloon was retracted, the bmw guide wire lost position and was pulled into the guiding catheter. The guide wire was retracted from the anatomy and it was observed that the tip of the guide wire had separated and was visualized inside the guiding catheter. There was no mention of resistance during advancement or withdrawal of the guide wire or between other devices and the guide wire. The guiding catheter was removed and the guide wire tip was retrieved. The procedure was re-started. Injections demonstrated a spiral dissection of the ostial/proximal rca that was determined to be caused by the non-abbott stent. The dissection was treated by an unknown method. The procedure was completed with the placement of a non-abbott 2.5 x 38 mm stent. Adequate stent expansion was observed along with timi iii flow with no dissection. There was no clinically significant delay in the procedure reported. No additional information was provided.